Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "positive only in n1, not reproducible in repetition on bd max ".

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref (B)(4) ) lot 1075137 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1075137 was manufactured according to specifications and met performance requirements. Customer complained about discrepant results that were n1 positive with the bd sars-cov-2 reagents for bd max¿ system kit lots 1075137, but negative upon retest. Customer provided four run files #263, 267. 268 and 269 from instrument ct1994 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use, except for the cy5 channel (630/665) threshold, set at 50 instead of 80. Although it is not suspected of being linked to the customer issue, this discrepancy between settings is considered as off-label use of the product. Customer should adjust udp with correct settings to ensure proper performance of the assay. Data analysis show that runs #267, 268 and 269 were performed using the kit lot 1075137 and a total of 8 n1 positive samples were found in those 3 runs. Only two n1 only positive samples (positions a1 and a2, run 268) were found to have been retested, in run 269 (a09 and a10) and gave n1 and n2 negative results. The initial amplification curves for the n1 target are late and low and the retests display flat amplification curves for both n1 and n2 targets, which suggests a low positive sample, near the assay limit of detection. Manual pcr curve adjudication was performed on all the n1 positive samples in these 3 runs. Pcr curves analysis show no anomaly in all 8 samples analyzed, and true but low amplification of the n1 target. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. Bd was unable to confirm the exact cause of the customer¿s positive results. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1075137. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). The complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref (B)(4)) lot 1074383 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1074383 was manufactured according to specifications and met performance requirements. Customer complained about discrepant results that were n1 positive with the bd sars-cov-2 reagents for bd max¿ system kit lots 1074383, but negative upon retest. Customer provided four run files #263, 267. 268 and 269 from instrument ct1994 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use, except for the cy5 channel (630/665) threshold, set at 50 instead of 80. Although it is not suspected of being linked to the customer issue, this discrepancy between settings is considered as off-label use of the product. Customer should adjust udp with correct settings to ensure proper performance of the assay. Data analysis show that only run #263 was performed using the kit lot 1074383 and a total of 5 n1 positive samples were found in the run. According to the complaint text, all n1 positive results were not reproduced when retested on the same instrument. Manual pcr curve adjudication was performed on the 5 n1 positive samples in run #263. Pcr curves analysis show no anomaly in all 5 samples analyzed, and true but low amplification of the n1 target. No repeat test for these samples was found in the data provided. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. Bd was unable to confirm the exact cause of the customer¿s positive results. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1074383. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). H3 other text : see h10.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1074383. Medical device expiration date: 2021-10-01. Device manufacture date: 2021-03-15. Medical device lot #: 1075137. Medical device expiration date: 2021-10-01. Device manufacture date: 2021-03-16.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "positive only in n1, not reproducible in repetition on bd max''.